Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient was inappropriately treated 2 times by the lifevest. ¿neurological status¿ motion artifact contributed to the false detection. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons were also pressed after the treatment was delivered. The response buttons functioned appropriately. The patient was in a rehab facility prior to the event, during the event, and remained there following the event. The patient continued to use the lifevest. No deficiencies were alleged against the device. Patient reported the lifevest garment was too tight and cutting into the skin. There were no reports of bleeding or open wounds. Patient did not seek medical attention for the skin irritation. Patient reported the skin irritation improved.